Manufacturer narrative:
Catheter model: unk, serial # unk, implanted: (B)(6) 2011, explanted: (B)(6) 2011, catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; pump model 8637-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; pump model 8637-40, serial # (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
It was reported that following the pump implant, patient experienced significant edema at the pump pocket site. This was the third pump in the patient; at this time, the healthcare provider (hcp) chose to explant the entire system. The patient currently had no active pump or catheter.